Event description:
Bvi cannula dislodged during cataract surgery and the bvi 30g cannula forcibly ejected into the eye. The lens implant remained in position. Safety checks were performed prior to passing off the syringe to the surgeon. Fortunately, no further procedure was required.